Event description:
Pt's daughter reported that her father obtained inaccurately low blood glucose readings with strips, lot 1k501a. She stated that, as a result of the inaccurately low readings, the pt experienced hyperglycemia, was transfered to hosp. Contact does not know when her father opened test strips. He obtained blood glucose readings in the 35 mg/dl range for an unk amount of time. The desiccant is in the bottle. Pt's meter was set to the appropriate code when all tests were performed. Pt stores test strips in bedroom and does not expose them to extreme heat, cold or moisture as directed in package insert. He does not keep test strip bottle open for a prolonged period of time. Contact did not have normal control solution available to check test strips for accuracy. With the rep, she obtained back to back check strips results of 90 and 89 versus a check strip range of 75-99. The rep will speak with contact tomorrow to obtain more specific info. Contact was unable to give specific info to the rep today because she had to leave for an appointment. On 8/26/96, follow-up info was obtained by the customer support rep: contact reported that the pt, a 74 yr. Old type ii diabetic who administers insulin daily, obtained inaccurately low blood glucose readings with strips. Pt opened bottle of test strips approximately one month ago. He could not remember what his typical blood glucose readings were at the time. On approximately 8/12/96, pt began to experience hyperglycemic symptoms (nausea, dizziness, frequent urination). Contact mistook these symptoms for hypoglycemia and, for this reason, she took the pt's blood glucose at 2:00am on 8/13/96 when he woke her and stated he was not feeling well. Pt's blood glucose result was 35mg/dl so she gave him orange juice to drink. At 4:00am, contact took pt's blood glucose and , again, obtained a blood glucose result in the 30mg/dl range. She did not know the specific result. Because she questioned this reading, contact immediately took pt's (contact is also a diabetic). She obtained a blood glucose result in the 300 mg/dl range. She could not remember the specific result. Because the pt's blood glucose was elevated, contact gave pt 10 units of 70/30 insulin and called 911. Because the pt lives in a rural area, the parametics arrived by helicopter 1 and 1/2 hours later. At this time, the pt's blood glucose was 189 mg/dl (test performed by a parametic with pt's meter and the contact's different brand test strips.) Pt was having chest pains unrelated to the hyperglycemia and was transported to the hosp via helicopter. Contact stated that the paramedics administered an i.v. But she did not know the specific medication. Pt was admitted to the hosp for two days for further eval of the chest pains and to monitor his blood glucose. Pt's blood glucose is now in th e120 mg/dl range with different brand test strips. Neither the pt nor the contact have normal control solution available to check the test strips for accuracy.